Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. There was no reported impacted to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a f/u report will be submitted.